Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and bale to fit securely. The pump powered up with auditory and vibrations to a blank screen. The ¿power issue¿ was unable to be adequately investigated. The pump¿s cover was removed and the printed circuit board was found to be missing u22 eeprom. There was no intermittent condition found to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump was beeping and the screen was discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.